Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service rep (csr) documentation. The lay user/pt contacted lifescan (lfs) customer service on (B) (6) 2009 alleging that his onetouch ultralink meter was powering off during use. The pt indicated that he felt like his blood sugar was high at an unspecified time before the power issue began: specific symptoms were not noted. He denied receiving treatment as a result of the power issue. According to the troubleshooting performed with customer service, the battery contact was corroded. Replacement products were sent to the pt. There is no indication that the product caused or contributed to an adverse event. The pt's allegation of elevated blood glucose levels started before the reported issue first occurred. There was no indication that the pt's symptoms deteriorated since the pt did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the power issue was not resolved with troubleshooting.